Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lv lead dislodgement could not be conclusively determined.

Event description:
During follow-up, the left ventricular (lv) pacing threshold was elevated. The device was interrogation which revealed increased threshold and impedance. In addition, a chest x-ray revealed a slight lv lead dislodgement. The device was reprogrammed which resolved the issue. The patient is stable.